Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a "proximal pressure sensor autozero failed" alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed the alarm in the event log. The remote service engineer (rse) advised the customer to replace solenoids 3 and 4 or the data acquisition (da) cable. The rse provided the customer with the part numbers of solenoids 3 and 4, da printed circuit board assembly, and da to motor controller cable.